Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this right atrial (ra) lead was surgically abandoned due to observed high, out of range pacing impedances. A new ra lead was implanted at the same procedure. An implantable cardioverter defibrillator was also explanted due to normal battery depletion. No additional adverse patient effects were reported.